Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that the patient was having a problem with their handset. When the patient got a bolus, the next time they left the machine turned on and they had to restart the application because they were getting service code 338. Patient services reviewed considerations. The patient mentioned that they would power off the handset right before they go to sleep and when they would wake up in the morning, they would turn it back on and attempt to bolus and the controller would give them "a funky error and restarts itself". The patient also mentioned that the handset was getting stuck at 90% when retrieving the settings. Patient services walked the patient through clearing data and closing all applications. Patient services confirmed that they were able to connect to the pump successfully. Troubleshooting steps that were taken on the call resolved the issue. It was noted that the patient just got a new handset in july, when they got the pump implanted.